Manufacturer narrative:
Please reference literature at the following location: http://jbjs.org/content/96/18/e159. This report will be amended when our investigation is complete.

Event description:
It is reported that 2 patients were revised due to central peg, all polyethylene patellar failure at (B)(6).